Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available, it will be reported on a supplemental report.

Event description:
During t2 recon nail surgery, the nurse took out the sterile bag from the plastic tube for the guide wire. The nurse brought it into the clean area without opening the sterile package thinking that it was sterile. The surgery was continued. The surgeon and the nurse think that the label on the package is not easily understood. It is not clear which part of the package is sterile.